Event description:
A physician reported a patient who was administered a skin test on 6 january 1999 into the right forearm with a negative result. On 3 february 1999 the patient was treated in the glabella, marionette lines, nasolabial folds, bi-lateral crow's feet and "facial lines". On 14 april 1999 the patient was examined and stated that on 4 april 1999 she noted redness and swelling at the treated sites. The physician noted that the patient also reported a recent flare in seasonal allergies. The local symptoms were diagnosed as hypersensitivity. Generalized rash and pruritis were also noted however the physician did not believe these symptoms were related to collagen. Oral claritin (10 mg daily for four weeks), topical lidex cream (apply twice a day), topical temovate, and oral zovirax 400mg (three times a day for five days as needed) were prescribed. On 17 april 1999 the patient presented with continued redness and tenderness. Topical temovate gel was prescribed twice a day. On 19 april 1999 oral prednisone (20 mg daily for fourteen days) was started; topical temovate was discontinued. On 5 may 1999 the patient called with the complaint of continued symptoms and was then examined on 12 may 1999. The physician observed multiple inflammed areas at treated sites. Oral prednisone 20mg (every other day for four weeks), oral zovirax 400mg (for five days) and topical cutivate samples were prescribed. Intralesional triamcinolone acetonide was also injected to the affected sites. On 19 may 1999 the patient was instructed to continue topical cutivate 0.25% every other day. On 4 june 1999, the patient reported some intermittent relief in symptoms that had occurred, however, symptoms were currently the same as at onset. No further medical or surgical intervention has been prescribed.